Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology is common iliac and external iliac arteries have moderate calcification and moderate tortuosity. It was reported that after the stent graft was successfully deployed. After the stent graft was implanted the physician was unable to reconnect the nosecone to the outer/sheath graft cover of the delivery system. The physician was able to maneuver the delivery catheter and the device was removed from the patient. No intervention was required and the patient was fine.

Manufacturer narrative:
Evaluation code, results: other (tapered tip/delivery catheter). Other (device discarded, unable to evaluate).